Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the jaws were deformed. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with sixteen remaining clips. Visual inspection noted that the collar under the shaft cover was bent. The jaws were misaligned. A twisted clip was jammed in the jaws. Due to the noted damage, further functional testing of the instrument was not performed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the instrument is applied over an obstruction causing the jaws to misalign and damaging the component allowing the clips to eject from the device jaws unformed or twisted. Note that if firing a clip over another clip or other obstructions may result in bleeding and/or leakage and may damage the instrument jaws. The instructions for use for this device contains the following as warnings and precautions: prior to squeezing the handle to place a clip, confirm that the clip is positioned free of other clips and obstructions. Firing a clip over an obstruction may result in malformed clips, which may cause lack of hemostasis or damage to the instrument jaw. Inspect all clips which have been placed to confirm that none have been applied across other clips or obstructions and that hemostasis has been established. If minor bleeding and/or leakage is observed, electrocautery and/or manual sutures may be used to establish hemostasis. Confirm that the clip is positioned within the jaw and is free of other clips or obstructions before squeezing the handle to close the clip. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.